Event description:
The customer contacted physio-control to report that their the device had the service wrench icon showing in the readiness display. The device had logged an event code into its memory. Upon evaluation of the device it was observed that the device did not output the negative portion of the defibrillation energy waveform and that the energy output was lower than expected. Therefore it might not be possible to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused an event code to be logged into the device's memory, the device not to output the negative portion of the defibrillation energy waveform and to arc during energy charge. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u1 on the analog pcb assembly that had shorted from leg 1 to leg 13. A replacement device was provided to the customer under warranty.